Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not removed. Review of the event history log (ehl) showed multiple motor rate errors. The device was powered on and a motor drive, occlusion, and accuracy test were performed as part of the functional test and the reported issue was not duplicated. The reported issue was unable to be determined as no errors were generated during testing. As a preventive measure, the main board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was exhibiting a "motor rate error" alarm message. Per reporter the alarm occurred during patient use, but there was no patient injury.